Manufacturer narrative:
The proximal portion of the lead was returned, analyzed, and analysis indicated the distal conductor of the lead developed a fracture due to flexing while in vivo. The proximal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacing lead was tested out-of-specification. No additional information available.